Event description:
The customer reported the sensor and blood glucose reading difference. Customer's blood glucose was 170 mg/dl. Customer stated sensor reading was 98 difference of 42.4%. Troubleshooting was done. Customer will monitor the issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.